Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 17200un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since retest of the original sample reproduced the elevated result. Per the complaint text the customer indicated that all other samples and controls were testing acceptably indicating a sample specific issue. The limitations of the procedure and expected values sections of the architect stat troponin-I reagent package insert provides examples of other conditions that may potentially increase cardiac troponin-I levels.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report

Event description:
The customer stated that one patient sample generated false positive results for the architect troponin assay. Results of 0.061 and 0.051 ng/ml were suspected since the patient had no symptoms of myocardial infarction. The same patient sample was then tested with a non-abbott method and a negative result was obtained. The cut-off point used by the customer for the architect troponin is 0.032 ng/ml no impact to patient management was reported.